Event description:
The reported event was as follows: during a da vinci-assisted incisional hernia procedure, before the system was docked, the surgeon used an isi 8mm optiview bladeless trocar pn: 470359 and an isi obturator pn: 470002, with a 5mm stryker scope, for the first entry into the abdomen. All ports were placed and the system was docked. The procedure started and the surgeon observed bleeding. The surgeon realized that the trocar went through a piece of a small bowel loop and some mesentery tissue upon the initial trocar insertion with less than 500 ml blood loss and no transfusion. The surgeon intra-operatively suture repaired the small bowel and mesentery to resolve the issue and stop the bleeding. The surgical procedure completed as planned robotically with no adverse impact or harm to the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).